Event description:
It was reported to ventec that the device powered off by itself during use. There was patient involvement associated with the reported event; however, the initial reporter advised that there was no patient harm as a result of the reported issue. Ventec has made multiple attempts to obtain additional information about the patient, but no response has been received.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec opened the device in order to perform a visual inspection and observed that the internal flow transducer (ift) cable had become disconnected. Ventec reseated the internal flow transducer (ift) cable to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the ift cable was not fully seated.